Manufacturer narrative:
A field service engineer was dispatched to customer site. The fse corrected the issue by reseating a hose. Unit meets specifications and was returned to service on 04/08/2017.

Event description:
A customer reported an event of vapor/haze emitting from their sterrad® 100s sterilizer. No harm or injury was reported. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). ¿ the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿ the sra shows the risk for exposure to haze/mist/vapor to be "low." ¿ no parts were replaced to resolve the issue. Therefore, no parts were returned for further evaluation. The assignable cause of the haze/mist/vapor issue is due to a loose hose. The field service engineer tightened this part and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.